Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool reveals that critical pump error 63 alarms were found on 07/31/2025 08:10:22.000 through 07/31/2025 08:19:11.000, with a total of 3 alarms noted. Line number=367 file number=37. Per software engineering log, the cause of pump error 63 is isolated to electronic assembly. Additionally, during testing, unit failed self-test due to pump error 63. After white screen during self-test, pump repeatedly restarted and displayed pump error 63. However, unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No rewind anomaly noted while performing system drive test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of rewind anomaly were not confirmed when unit passed rewind test and system drive test was completed successfully. However, pump error 63 was noted during failed self-test, isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue in rewind the pump, pump permanently required re-wind. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was not performed. After self test the pump requested permanently to re-wind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1781k was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.